Manufacturer narrative:
Additional information: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced air in the patient line of amia cassette without an alarm. This was observed during initial drain of peritoneal dialysis therapy. The patient was connected at the time of the event. It was further reported that multiple air gaps in the tubing that were at least 1/8 of an inch or four air gaps in the patient line. There was nothing unusual found during troubleshooting that would cause or contribute to the event. Renal therapy services assisted the caregiver in ending the therapy session and advised to start over with new supplies. Proper procedures per the user manual were reviewed with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.